Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) male patient was experiencing a skin irritation. The patient reported having wounds from adhesives that were used on his skin in the hospital. He reported that the lifevest was irritating these wounds. The patient's physician allowed him to remove the lifevest to let his skin heal. Follow-up indicated that the wounds were healing. The patient continued the use of the lifevest.